Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. Two days after event onset, the patient was treated with injection of vancomycin (1gm every 5th day, discontinued) and injection of heparin (2000 units, discontinued). Six days after event onset, the patient was treated with injection of meropenem (1gm, discontinued). The patient was discharged eight days after hospital admission. On an unknown date, the patient was recovered. Pd therapy was ongoing. No additional information is available.